Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an error alarm during the manual prime and the drive support cap was noted to loose and sticking out. Customer¿s blood glucose reading was noted to be 198 mg/dl. Product is not being expected to return.